Event description:
It was reported that during an upper arm (arteriovenous) treatment procedure, a balloon rupture and detachment occurred. The target lesion was located in an upper arm arteriovenous fistula. A dt/8-8/5.8/40 ultra-thin diamond balloon dilatation catheter was selected for post dilation of an instent restenosis and upon inflation at 12 atms a balloon rupture occurred. Half of the balloon detached when the physician attempted to remove it; however, the entire ruptured balloon was removed from the patient. During removal of the balloon catheter the patient 'clotted', but all clots cleared by the time the physician had finished removing the entire balloon. Another manufacturers' balloon catheter was used to complete the procedure. No further patient complications were reported and the patient status is listed as ok.

Event description:
It was further reported that the target lesion was 80% stenosed; the vessel was not calcified or tortuous. During withdrawal some resistance was encountered and the balloon detached inside the graft that was being treated. The detached balloon was removed with another manufacturer's snare. The patient was given tpa to treat the clotting.

Manufacturer narrative:
(B)(4). Age at time of event: (B)(6).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned inside a 7 french sheath. Visual and tactile analysis revealed a complete circumferential tear in the balloon material 24mm distal to the edge of the balloon sleeve. There were traces of dried blood visible inside the balloon. Microscopic examination of the balloon found the distal end of the balloon had been pushed in on itself and a complete break had occurred in the tip of the device 143mm distal to the distal edge of the proximal markerband. The distal section of the tip and the distal markerband were not returned. Visual examination of the proximal section of the tip revealed several kinks along its length. An attempt was made to pull the distal end of the balloon out and another circumferential tear was revealed in the balloon material close to the distal balloon sleeve. Some damage may have occurred to the balloon material during this attempt. No other damage was noted to the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an upper arm (arteriovenous) treatment procedure, a balloon rupture and detachment occurred. The target lesion was located in an upper arm arteriovenous fistula. A dt/8-8/5.8/40 ultra-thin diamond balloon dilatation catheter was selected for post dilation of an instent restenosis and upon inflation at 12 atms a balloon rupture occurred. Half of the balloon detached when the physician attempted to remove it; however, the entire ruptured balloon was removed from the patient. During removal of the balloon catheter, the patient 'clotted', but all clots cleared by the time the physician had finished removing the entire balloon. Another manufacturers' balloon catheter was used to complete the procedure. No further patient complications were reported and the patient status is listed as ok.

Manufacturer narrative:
Device evaluated by manufacturer:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint deice, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)